Event description:
The patient presented to the emergency room with a paced heart rate of 200 beats per minute. After repeated issues interrogating and attempts to reprogram the device failed, the device was explanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated properly, and the memory content was analyzed indicating no anomalies. The battery status was found to be 100 percent. However, the real-time ECG documented a heart rate of 190 bpm, confirming the clinical observation. Therefore, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. The pacing rate was as expected during the test. There was no intermittent or permanent loss of output or an elevated pacing rate observable. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.